Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found tamper seal removed/broken: yes, both seals were removed. Top case cracked/chipped by the front right bottom corner. Visible contamination by the "l" bracket pole clamp and by the a/c power cord clamp. The reported issue was duplicated, unable to retrieve ehl due to constant alarm with no display. The cause of the reported used was due to user error / device used improperly. Customer must have down load firmware software and did not complete upload process (firmware s/w from base to head). No evidence of damage/contamination found in main pc board or interconnect board. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service a primary audible alarm and a green screen occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.